Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected missing segment or partial display anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was staring to get scratches to make it a little hard to see, motor error, rejects new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.